Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology was damaged. The following information was provided by the initial reporter, translated from spanish to english: after successful insertion, if blood collection is required, it is necessary to remove part of the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-aug-2023. Our quality engineer inspected the 1 representative sample submitted for evaluation. The reported issues of catheter defective / damaged, was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that it had no observable damages or defects. The sample was found to be within manufacturing specifications. Bd could not determine a manufacturing related root cause since the reported defects were not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology was damaged. The following information was provided by the initial reporter, translated from spanish to english: after successful insertion, if blood collection is required, it is necessary to remove part of the catheter.